Event description:
The patient contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The therapy from the previous night showed the initial drain volume equaled 327ml, the last fill volume equaled 1499ml, the total fill volume equaled 6795ml, the total drain volume equaled 2882ml, and there were 4 bypasses. The patient stated that last night she woke up, felt full, and bypassed to drain. The patient did not record the information. The technical service representative (tsr) obtained the therapy from last night on the previous therapy. The patient already notified their registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The rn stated that she was aware of this alarm. She stated that the patient has not reported any additional high drain volumes or reoccurrences of the alarm. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due to a false empty detect and use error, inappropriately programmed initial drain alarm setting. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.